Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the reamer/irrigator/aspirator (ria) instrument set and the titanium elastic nail (ten) system set were not delivered to sterile processing and, therefore, not sterilized for use on (B)(6) 2018. Patient was in pre-operative staging when the issue was noted. Surgery was cancelled and patient was notified to return home. Surgery was rescheduled for the following day, (B)(6) 2018. This report is for one (1) titanium elastic nail system set. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: the initial complaint was re-reviewed and found not reportable. Re-reviewed due to information obtained from the investigation. The product was not returned to us customer quality, however an investigation was completed by the courier service. Based on the returned report the white glove process was not completed, which was attributed to human error. There is no product deficiency alleged and the complaint is directly attributed to the delivery status of the sets being left at the receiving dock by the vendor rather than being delivered to sterile processing. The reportability will be updated from si to nr as it has been identified that there was no product allegation and there was no related kit stocking issue. This event was a result of human error from the vendor. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.